Event description:
It was reported that the pt felt shocking/jolting sensations while sitting or laying flat on her back. Her device helped her urination problem at night but not during the day. She also experienced a loss of bowel control and increased gas. These have been issues since implant. Further info is being requested from the hcp.